Event description:
The manufacturer service technician reported that the blade mount fell off the device while it was being serviced at the manufacturing facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.